Event description:
It was reported that during implant attempt, the lead "screw" would not retract or extend after the first repositioning attempt. A new lead was placed. The lead was returned to the manufacturer and subsequently tested out of specification during the analysis. No patient complications have been reported. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. Analysis revealed no anomalies. At receipt, visual analysis noted dried blood in the tip end of the conductor prevent torque transfer when the is-1 pin was rotated. It cannot be determined at this time if the dried blood contributed to the inability of the helix to function correctly during the implant attempt.